Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-10721. Related manufacturer reference number: 1627487-2019-10722. It was reported the patient's scs system was not providing adequate therapy. As a result, the system was explanted on an unknown date.